Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and main body of a transfer set; further described as "infusion miniset ruptured". This occurred during set up, at the time of connection to the bag to be infused during peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, three (3) photographs of the sample was provided for evaluation. The photographs were visually inspected and it was observed that the female connector was separated from the main body. The reported condition was verified. The cause of the condition was related to manufacturing related caused by inadequate solvent to the insert chip during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.